Event description:
Ventricular over sensing noted on some episodes. Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).